Manufacturer narrative:
Additional information: on 11/15/2019, mentor became aware that the patient experienced baker grade iii capsular contracture on the right side. As a result, the patient underwent device removal and replacement with 405cc mentor memorygel breast implants, catalog number smpx405, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. On 12/11/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient is scheduled to undergo device removal on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturing reference number: (B)(4).

Manufacturer narrative:
On april 15, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a shell abrasion area and creases were observed on the posterior view. In addition, a tear measuring approximately 0.7 cm was found within the shell abrasion area. The evaluation determined that the rupture is consistent with a shell abrasion rupture. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. By the other hand, a crease/fold failure may be the result of the continuous and sustained stresses to the device. Because of this, both failures, shell abrasion and crease/fold, could have been caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient experienced bilateral baker grade iii capsular contracture. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 250cc mentor memorygel breast implant, catalog # 3507250bc, lot # 5887707, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a breast augmentation revision with a 250cc mentor memorygel breast implant and experienced capsular contracture and rupture on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.